Manufacturer narrative:
(B)(4). Method: device work order search. Results: a device work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 27.50 diopter preloaded injector. Prior to implantation, the lens became stuck in the cartridge. There was no patient contact. Lens was not implanted. Same model backup lens was implanted.

Manufacturer narrative:
Additional information: device evaluation - the product was returned in device tray. Visual inspection found not enough viscoelastic, foreign material on device (viscoelastic), and lens stuck in cartridge. (B)(6). (B)(4).